Manufacturer narrative:
Evaluation summary: one lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no mechanical defects, though eschar build-up was noted within the jaws. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, and no locking occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jammed and was difficult to open. No medical intervention was required.